Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after completion of the vessel closure, the patient complained of a lot of discomfort/pain in the leg. The discomfort/pain was treated with morphine. The physician reported to the abbott representative that the pain resolved in less than 2 hours. There was no adverse patient sequela. No additional information was available.